Manufacturer narrative:
This supplement serves as a correction during routine preventive maintenance (pm) testing, an infusion pump failed the 30psi occlusion test, recording a result of 19psi, which falls outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the issue was attributed to the device being out of calibration. Recalibration successfully resolved the issue. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing, an infusion pump failed the 30psi occlusion test, recording a result of 19psi, which falls outside the acceptable range of 22 to 38 psi.

Event description:
During routine preventive maintenance (pm) testing, an infusion pump failed the 30psi occlusion test, recording a result of 19 psi, which falls outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing, an infusion pump failed the 30 psi occlusion test. The failed result value is unknown. A review of the device's serial number history revealed no prior similar complaints. The failure mode was not confirmed. The probable cause remains unknown. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).